Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. Reference internal complaint (B)(4).

Event description:
It was reported a physician attempted to perform a novasure endometrial ablation on (B)(6) 2015 and the patient had a fluid deficit (exact amount unknown). The physician noted a perforation and aborted the procedure. No intervention was required. The patient was admitted into the hospital overnight for observation. The patient was discharged the following day and is doing well.